Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. During the testing the technician was able to trace the failure back to a defective mixer pump, distribution board and processor board. All parts were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message and the mixer did not work during maintenance. There was no patient involvement.

Manufacturer narrative:
The stirrer motor was returned to livanova (B)(4) for further investigation. During testing, the reported failure was confirmed and was determined to be caused be a damaged bearing. A root cause for the bearing damage could not be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.